Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2020. H.6. Investigation: customer returned (4) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9189491. Customer states that the scale markings on syringes are crooked and the plunger rod is "tight" difficult to move. All returned syringes were tested and all plunger rods were able to be exercised in the barrel without any observed defects. All samples were also tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 9189491. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200835901, 200835461] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported during use the syringe 0.3ml 31g 6mm half unit 10bag ca had plunger movement difficult and scale marking issues. The difficult plunger movement occurred 2 times. The scale marking issue event occurred 2 times. The following information was provided by the initial reporter: "the scale markings on syringes are crooked and the plunger rod is "tight" difficult to move."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the syringe 0.3ml 31g 6mm half unit 10bag ca had plunger movement difficult and scale marking issues. The difficult plunger movement occurred 2 times. The scale marking issue event occurred 2 times. The following information was provided by the initial reporter: "the scale markings on syringes are crooked and the plunger rod is "tight" difficult to move."